Manufacturer narrative:
No allegation was made against the returned device. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold; hole was present, reservoir also has wear at fold in reservoir shell. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold in cylinder body; no leaks were found in cylinder 1. Cylinder 2 has a hole in the outer tube due to input tube wear with avulsion in proximal cylinder body; however, there was no damage to the inner tube resulting in the cylinder 2 to pass the leak test. The kink resistant tubing (krt) was worn to filament; no leak was found in the krt. Cylinder 2 has fold that indicate possible buckling of the cylinders in the proximal cylinder body. Product analysis identified device malfunction with the returned cylinder 2 and reservoir. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified device malfunction with the returned cylinder and reservoir. The product analysis results, and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to unspecified reasons.